Event description:
As reported: "a revision surgery using a t2ph long nail after t2ph short nail removal for re-fracture of a patient was performed. The primary surgery was performed 4 years ago."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
As reported: "a revision surgery using a t2ph long nail after t2ph short nail removal for re-fracture of a patient was performed. The primary surgery was performed 4 years ago."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information such as patient's medical records as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.